Event description:
On 11/04: customer reports, the ram would go forward when staff were trying to retract. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.